Manufacturer narrative:
Patient age, gender, and weight are unknown. The complainant was unable to provide the device lot number. Therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a maxforce biliary balloon dilatation catheter was used during an endoscopic papillary balloon dilatation (epbd) procedure (procedure date, and patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon ruptured before reaching the specified pressure limit. It was confirmed no pieces of the balloon detached inside the patient. The procedure was completed with another maxforce biliary balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.